Manufacturer narrative:
The following other knee devices were also listed in this report: dcon std n-bead fem lft m, cat # 66300315, lot # mmsr. Dura duration a/p tib med 13, cat# 6642-1-713, lot# tcpc774. Dura duration all poly pat med, cat# 6642-2-100, lot#00050120. Simplex p full dose 1 pack, cat# 6191-1-001, lot#rak007. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the devices cannot be performed as the device(s) was not returned to the MFR. Add'l info (including x-rays and medical record) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported by (B)(6) daughter (B)(6), that ever since her mother had her knee replaced in 2003, she has had nothing but issues. She has developed several infections and has experienced extreme pain. (B)(6) implants were removed approx (B)(6) 2011 due to an infection, as of now she has a spacer implanted and is awaiting revision surgery."